Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital for a routine pacemaker change procedure and a lead revision. Noise oversensing was previously observed on (B)(6) 2019 on the right ventricular lead. On (B)(6) 2021, the physician capped and replaced the lead to prevent pacing inhibition. There were no reported adverse consequences to the patient.